Manufacturer narrative:
(B)(4). The run data file was reviewed. Signals indicate that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, therefore allowing some wbcs to escape and end up in the product bag. This could be attributed to a disposable loading error. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. The disposable is not available for evaluation. No medical intervention was required. This report is being filed due to product malfunction that has the potential for injury.